Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned products noted; only two obturators were received inserted into two of the cannulas. The other two cannulas were received without obturators. The circular seals were cut. Two envelope seals were stretched due to prolonged insertion of the obturators. The cannulas appeared intact. Pmv performed functional testing: the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cuts in the circular seals may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the lavh procedure, abnormal sound was generated from the trocar and air leaked. The user did not know which trocar had a problem, so replaced four trocars. The procedure was completed with another device. No harm was caused to the patient.